Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature entitled "the use of a constrained cementless acetabular component for instability in total hip replacement¿ written by ahmad emad rady, mohammed kamal asal, and ayman abdelaziz bassiony published by hip international 2010 was reviewed. The article's purpose was to assess the early outcome of the use of cementless constrained acetabular component in preventing dislocation in patients at risk undergoing total hip arthroplasty and in the treatment of recurrent dislocation. Data was compiled from 15 patients who underwent primary or revision total hip arthroplasty between january 2006 and december 2008 with age ranging 45-68 years old. Depuy and non depuy products were implanted. The article does not identify which specific products were associated with the adverse events. The article does not provide adequate information to determine accurate quantities. Depuy products: duraloc cup and constrained liner, corail stem, kar stem. Femoral head (specifics not provided). Adverse events: recurrent dislocation (treated by revision and liner exchange).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.